Event description:
It was reported that during a right atrial (ra) lead revision, the ra lead helix would not extrude. It was later reported that the lead was not functioning normally; therefore, a repositioning procedure was scheduled. During the procedure, the helix was retracted for repositioning, but the helix would not extend. The lead was than explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a right atrial (ra) lead revision, the ra lead helix would not extrude. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that the distal conductor had blood/body fluid (not obstructed, the outer insulation was pulled apart (overstress), and blood in/on the helix/lobe mechanism. The lead was received with the helix fully retracted. When the helix was retraced during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.